Event description:
It was reported that during the procedure to treat an existing 2-centimeter (cm) saccular aneurysm in the proximal hepatic artery, a 4.5x12 and a 4.0x12 jostent graftmaster otw covered stent systems were advanced onto a non-abbott guide wire, into a 6fr unspecified guiding catheter sheath via the right femoral artery and deployed across the hepatic artery aneurysm. An angiogram showed residual flow between the covered stents into the aneurysm. An additional 4.0x12 jostent graftmaster was advanced and deployed across the connection of the two previous placed jostent graftmaster stents, resulting in no residual flow into the aneurysm. A focal area of narrowing distal to the covered stents was noted and dilatation of the hepatic artery narrowing was performed using a 3.5x12 non-abbott balloon dilatation catheter distal to the stents. Final angiography revealed no flow within the aneurysm and a widely patent hepatic artery with good forward flow. The patient was transferred to recovery in fair condition. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of ischemia is a known adverse event as listed in the graft master otw instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for use in a hepatic artery with a saccular aneurysm has not been demonstrated; long-term outcome for this permanent implant is unknown at present.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Indication for use, incorrect anatomy concomitant products: guide wire: cordis stabilizer; guide cath: 6fr internal mammary artery guide catheter; stent: 4.5x12 and a 4.0x12 jostent graftmaster otw. The additional device referenced are being filed under separate medwatch reports. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.